Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient had pump replacement surgery on (B)(6) 2015 "because it hardly was giving patient any medication" since (B)(6) 2015, and "possibly longer". In (B)(6) 2015, they withdrew 5cc versus the 2cc they were expecting. The pump system was being used to infuse fentanyl, bupivacaine, and morphine (unknown). No outcome was reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that a healthcare professional (hcp) had issue with excess residuals at pump refills. On (B)(6) 2014 expected volume (erv) was 3.0ml but the actual volume (arv) was 6.0ml. On (B)(6) 2015 the erv had been 5.0ml but got 8.0ml. Replacement was required as a result but the device remained implanted at the time of this report and the patient was currently alive with no injury. No drug, patient symptoms were reported. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no anomlay. The previously reported conclusion code no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.